Event description:
The pt was cannulated last week and placed on venovenous ECMO. Two days later, the pt suffered a sudden onset bradycardia, then resuscitation started. An echocardiogram was performed and demonstrated a pericardial tamponade, the pt did not survive.